Event description:
The customer reported that his evis exera iii xenon light source was presenting b30 as well as e216 communication errors during a procedure. According to the initial reporter, the staff swapped out the scopes and the procedure was completed with no patient harm reported. This event is being submitted in relation to the report with patient (B)(6).

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer stated that the scope communication errors only occur while using a 190 series scope, not with 180 series. Customer went on to note that one of their original tower has already been sent in for repair, and this event is occurring with the loaner device. Reportedly, the loaner device had been functioning properly until this event occurred. Following the completion of the procedure, tac attempted trouble-shooting options to help identify the cause of the errors. Tac recommended trying different scopes, customer noted that no error was generated; however, no image was available (failure captured on report with patient (B)(6)). Tac attempted several more trouble-shooting options, that were all ultimately unsuccessful. Tac personnel recommended that the unit be returned for evaluation and possible repair. Customer stated that he would get the return scheduled at a later date. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.